Manufacturer narrative:
Citation: an¿e djordjevic. Transcatheter aortic valve implantation for bicuspid aortic valve stenosis: acute and intermediate-term outcomes in a high volume institution. Slovenian medical journal. Jan-feb 2017; 86 (1-2): 8-18. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve implantation (tavi) for bicuspid aortic valve stenosis. All data were collected from a single center between 2008 and 2014. The study population included 33 patients (predominantly male; mean age 73 years), 4 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: moderate to severe paravalvular leak (pvl), second valve implantation, coronary artery obstruction, conversion to surgery, apical bleeding, malpositioning during implant, moderate patient-prosthesis mismatch, central aortic regurgitation, stroke, myocardial infarction, and permanent pacemaker implantation. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.